Event description:
It was reported that prior to use it was discovered that the scale markings were missing with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from french to english: the scale on the syringe is missing.

Manufacturer narrative:
H.6. Investigation: two photos and one loose 3ml syringe was received and evaluated. It was observed there was only two faint grad line present near the bottom of the syringe and two small scratches. The missing scale marking was rejectable per product specification. Potential root cause for the missing scale defect is associated with the marking process. The batch # is unknown and a DHR can't be performed as a result.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use it was discovered that the scale markings were missing with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: the scale on the syringe is missing.